Event description:
Boston scientific received information that a day post implant this implantable cardioverter defibrillator (ICD) detected shock impedances greater than 125 ohms in both the triad and rv only vectors. There was inquiry as to why the rate/sense impedance did not increase as well. Technical services discussed possible causes and troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the issue stemmed from a loose setscrew and this was resolved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.